Event description:
Technician using the cobas ampliprep analyzer and combas ampliprep test reagents reported an odor being omitted from the instrument and a subsequent itching of her nose and coughing. Customer reported approximately 15 minutes after initiating a run, she begins to notice an odor and begins to feel ill. The customer was following roche recommendations for disposal of reagent waste and sample preparation units containing biological waste.

Manufacturer narrative:
Roche field service representative visited the site and performed functional testing of the instrument. There were no unusual odors detected during the testing. Roche is continuing the investigation to determine if any aspect of the cobas ampliprep instrument system could be contributing to the user issue.